Event description:
The manufacturer received information alleging that an inoperative alarm occurred on a ventilator. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that an inoperative alarm occurred on a ventilator. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint was confirmed in the error log. It was noted that ventilator inoperative errors are preceded by pressure regulation errors in the error log. The etched disk was inspected and found to be partially clogged. There is evidence that the customer received a replacement. This unit will be scrapped. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The bipap a40 pro (itx3100s21) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number: k121623.